Event description:
A care giver (cg) contacted (B)(4) with a question about the prime that occurred on the home choice (hc) unit during prime. The cg stated fluid came out of the top of the patient line after the prime was complete. The technical service representative (tsr) explained that this is a normal occurrence, that the set up was still sterile and that there was a vented cap on the patient line. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone; the cg stated that the home patient (hp) finished therapy with that cassette and then discarded it. The lot number was not known. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample and no root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.